Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the plate and the drill sleeve for distal ulna fracture. During internal fixation, it was difficult to install the proximal drill sleeve to the plate. The surgeon commented that even though plate bending was not done, the hole on the proximal side, which seemed to be clearly easier to install than the angled distal side, was difficult to install. The surgeon managed to install the drill sleeve to the plate, and a screw was inserted by a drill bit. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) unk - guides/sleeves/aiming: sleeve. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: (B)(6). E3: reporter is a j&j employee. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.